Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected to be used on (B)(6) 2025. During the procedure, when the closure device was in good position after one full recapture, the echocardiography physician noted after the final deployment a possible thrombus near the face of the closure device. The physician aspirated blood through delivery system and the thrombus cleared. The position, anchor, size and seal (pass) criteria was met and the closure device was released. The closure device was observed a few minutes, and no other clot was noted. The activated clotting time (act) after the initial dose of heparin was 331 seconds. The patient woke up normally post procedure. There were no patient complications.